Event description:
The customer reported a displayed table communications failed error message. This error may result in a system lockup, no boot, or shut down situation depending on when the loss of communication occurred. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. Several circuit boards were replaced. The system was then found to be operating as intended.